Event description:
Same patient as MDR ID# 2134265-2013-02554. Same case as MDR ID# 2134265-2013-02721. (B)(4). It was reported that post a percutaneous coronary intervention procedure, a vessel dissection occurred. In (B)(4) 2010. The patient presented with complaints of chest pain, severe discomfort in the left forearm associated with palpitations, nausea and diaphoresis. Stress test was found to be abnormal and the patient was referred for cardiac catheterization. A 70% stenosed and 25 mm long de-novo long #1 target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0 mm. #1 target lesion was treated with pre-dilation and placement of a 3.0 x 16 mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. A 100% stenosed and 25 mm long de-novo long #2 target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.0 mm. A choice extra support wire was unsuccessful at crossing the right coronary artery. A dissection was noted in the proximal cap of the occlusion in the right coronary artery. A non bsc device crossed the stenosis and dissection then balloon angioplasty was performed with a 1.5 mm maverick balloon; however, "no flow" was noted in right coronary artery. Balloon angioplasty was then performed using a 2.5 x 20 mm maverick balloon followed by placement of two overlapping taxus liberte stents (2.75 x 38 mm and 3.00 x 38 mm). Following post dilation, residual stenosis was 0%. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).